Event description:
It was reported that, "a right total hip was revised because of a loose femoral component. A size 10, 132 degree securfit stem was explanted and a restoration modular (cone/conical) revision stem was implanted. I do not have access to any pt info because of hospital confidentiality regulations."

Manufacturer narrative:
An eval of the device cannot be performed as the pt wanted to keep the device and it was not returned to the MFR. The catalog number and lot code for the reported device was not provided. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.